Event description:
Hill-rom received a report stating, "the user facility received a mattress where the clear plastic wrapping on the mattress is labeled p100a5 but the mattress is a p100a4. A p100a4 measures 36' x 80' and a p100a5 measures 36' x 84'." This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is currently in progress to determine the root cause of the reported event. A follow-up report will be sent at the conclusion of the investigation.